Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set disconnected from the tubing at the quick release/site connector while sleeping at night due to which the patient had to go several hours without insulin. The site location was reported as patient's right hip and the pump was located under the pillow, inches away on the right side. The infusion had been in use for 2 days and the infusions were stored or used in the house. There was no stress or pull on the tubing and it was not tight. The pump was not dropped with the set connected to the patient's body. On the day of this report, the blood glucose level was reported as 178 mg/dl and shortly after it jumped to 220 mg/dl. No further information available.